Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the customer requested a new hard drive for their cns (central monitoring station). Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available.

Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device has not been returned.

Event description:
The customer reported that the central monitoring system (cns) system wasn't working. The central monitoring system was rebooted and now the screen is dark and frozen. The monitor intermittently shows a windows desktop and is stuck there. One patient was on the central monitoring system at the time.